Event description:
It was reported that one day post ICD replacement for normal eri, high, out of range high voltage lead impedance was observed. The lead was disconnected from the ICD and reconnected with good measurements. Approximately three weeks later, the patient received an alert for out of range high voltage lead impedance. The lead was explanted and replaced. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 16.9cm was returned for analysis. Fracture of the rv conductor was noted at 1.5cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of high hv lead impedance.